Event description:
It was reported that the pump exhibited an air in line alarm. Troubleshooting was performed and the pump continued to alarm. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for root cause analysis. No event history log provided. No previous repair was noted for the last 12 months. A complaint investigation /product evaluation and problem confirmation could not be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation.